Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose due to block in insulin pump. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident it was over 500-600 mg/dl. The customer treated high blood glucose with the insulin pump and manual injection. The customer was reported that the air bubbles were present. The device will not be returned for analysis.